Manufacturer narrative:
Block h6: imdrf patient code e2114 is being used to capture the reportable event of perforation. Imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Imdrf impact code f2203 is being used to capture the reportable event of imaging required.

Event description:
Note: this report pertains to two jagwire revolution, dreamtome and an autotome rx 39 device that were used in the same patient and procedure. It was reported to boston scientific corporation that a jagwire revolution was attempted to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat a stone performed on (B)(6) 2025. During the procedure, the physician could not cannulate with a dreamtome. The physician switched to a jagwire revolution in an autotome rx 39. The physician performed a wire guided cannulation, and the wire appeared to be in the duct. When the contrast was injected, it appeared that the wire may have perforated the duct. The physician then went back to dreamwire but it appeared to follow the same path. It was reported that the wire is stiff and there is a lack of feel if it is perforating. The procedure was discontinued, and the patient was sent to ir (interventional radiology). There patient's current condition is good and expected to fully recover.